Event description:
It was reported that (1) device was used during a anterior resection. It was reported by the affiliate that the tlh60 instrument was closed by the surgeon and he noticed that it didn't feel right. After firing, some of the staple line was not correct. Some of the staples did not go into the tissue at all. Another instrument was used to complete the case. There was no consequence to the patient.